Event description:
Could not get the polar ice pack to function at all and circulate water. Called the 800# and manufacturer rep recommended sending product back and replace on pt. Taken out of service and mailed back to co per hosp's distribution department.